Event description:
It was reported that the insulin pump alarmed motor error during set changed. Customer changed everything out and it worked but woke up with high blood glucose. Customer took out the set and found a bit of blood at site. Customer reinserted another one and insulin pump alarmed no delivery during bolus. Troubleshooting was done. Customer's blood glucose as 13.4mmol/l. Advised the customer that insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.